Event description:
An elderly male patient had a pacemaker inserted approximately 5 years ago at another hospital. The patient was admitted this year with confusion, shortness of breath, coughs and was observed to be shaking. He was taken to the cardiac cath lab for a laser lead extraction, placement of a radial arterial line, pacemaker pocket revision, removal of existing central venous line port and a pacemaker generator removal due to a pacer pocket infection. Upon removal of one of the leads there was considerable resistance in the subclavian area as well as the heart. Additional traction on the atrial electrode resulted in its withdrawal to the proximal subclavian area. The electrode frayed from the main body leaving the ring and electrode tips remaining within the left subclavian vein. The patient was taken back to the cardiac cath lab days later to snare the electrode segment which was deemed successful. The patient was discharged the following day.